Manufacturer narrative:
Complaint is a general statement and does not belong to any specific patient. No specific date / case associated with complaint. Report is for an unknown quantity of unknown va-lcp 2.4 screws. No specific case associated with complaint therefore no implant / explant date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon reported that over the last months it has been difficult to insert the va-lcp 2.4 screws (used in distal radius) especially during insertion of the screws it seems that the tapping mechanism is not working properly. Surgeon found that fracture components migrate with the insertion of the screw through the screw hole as the screw cannot find any grip in the bone. This complaint is a general statement and does not belong to any specific patient or date. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional information re: surgical delay -- attempts are being made to clarify the exact surgical delay time. If reported as 30 minutes or greater, adi and MDR trees should be opened and reassessed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: there was reportedly a surgical delay of 20 &#14387;0 minutes.